Event description:
Information received indicates the foot hi/low function is drifting down after several minutes.

Manufacturer narrative:
The technician replaced the hi/low foot cylinder to repair the stretcher.